Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, description: next generation anchor kit-sterile. Sc-2218-50 s/n (B)(4) the complaint of lack of stimulation due to high impedance was confirmed. Visual inspection revealed the lead bodies had a pronounced kink approximately 18 cm from the distal end, where the leads appeared to have been sutured. All cables were broken/severed at this spot. The fracture sites were 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. There are no exposed cables in either lead. Sc-4316 visual inspection revealed the anchor's eyelets were fractured and exhibited missing silicone. Root cause of the damage is unknown. The physician confirmed that no silicone was left inside the patient.

Event description:
A report was received that the patient experienced loss of stimulation and high impedances were detected. The patient underwent a lead explant due to the leads being broken. There were no exposed cables inside the leads.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient experienced loss of stimulation and high impedances were detected. The patient underwent a lead explant due to the leads being broken. There were no exposed cables inside the leads.